Event description:
It was reported that the device reached elective replacement indicator. The threshold on the right ventricular lead was higher on this device than on the replacement device and it was suspected this may have led to lack of longevity on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis revealed normal battery depletion and the device meets 80% of expected longevity.